Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when patient was using a ventilator for assisted ventilation, the ventilator alarm flow sensor malfunctioned and the equipment department was contacted for repair to replace the ventilator flow sensor no health consequences or impact.

Manufacturer narrative:
The reported situation was inaccurate. The actual situation is that the flow sensor failure was detected during pre-operation checks of the device, not during patient use as stated in the hospital report. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a defective flow sensor. After replacing the flow sensor, the device was released back into use. As per common local practice in country of the event, the user reported this issue to the competent authority. The event was then verified by the local hamilton medical subsidiary through a report submitted to the local competent which was accepted. No further action needed.